Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate vessel wash due to improper customer maintenance. A dade behring field svc rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Six falsely elevated troponin I results were obtained on six pt's samples. The results were reported to the physician(s). The samples were retested on an alternate analyzer and negative results were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate vessel wash due to improper customer maintenance.